Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient felt faint and presented to the hospital. Upon interrogation, the implantable cardioverter defibrillator was found to have delivered multiple high-voltage therapy and had reached its elective replacement indicator. The right ventricular lead exhibited high thresholds and the patient experienced diaphragmatic stimulation. The device and lead were removed and replaced, and the patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.